Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. During a revision procedure, a loose setscrew was observed on the competitive device. The terminal pin of this lead was found to have pulled back such that the lead was sensing but not capturing. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.